Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction (cartridge change error) was verified. Functional testing was performed and no failure was identified related to the reported low blood glucose.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 42 mg/dl and was addressed by drinking juice. Customer reported that an alternate pump would be used for insulin.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) was not confirmed on (B)(6) 2018 in the pump logs. Customer was not utilizing continuous glucose monitor (cgm) with the pump at the time of the event. Insulin was suspended at (B)(6) am and was not resumed for the remainder of the day. No boluses were delivered on (B)(6) 2018 and there were no erratic basal rate adjustments. Complaint could not be confirmed. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure to cause a low bg level.